Manufacturer narrative:
The device was returned fro analysis and the stent was noted to be partially protruding through the microcatheter distal end. The microcatheter proximal outer shaft was stretched and separated under the strain relief, however the microcatheter inner tubing was still intact. The stabilizer was kinked on its proximal shaft 4.5cm from its proximal end and bent 1.5cm from its proximal end. The guidewire returned with the subject device was noted to be slightly bent on its distal section. A functional analysis was unable to be performed due to the anomalies noted to the device. The reported and observed issues are indicative of high friction during deployment. The root cause of high friction during deployment could not be definitively determined. As a result, a cause of undeterminable was assigned to this complaint.

Event description:
Upon analysis of the returned device, the stent was found to be partially deployed. There were no consequences or impact to the patient.

Event description:
Upon analysis of the returned device, the stent was found to be partially deployed. There were no consequences or impact to the patient.